Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed with no issues noted. Function flow rate testing was also performed with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy dates: the reporter stated that this had occurred sometime since (B)(6) 2018. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink secondary medication sets underinfused during infusion. The reporter stated that in each occurrence, an unspecified IV medication was partially infused resulting in a missed or partial dose for the patient. The sets were being used with a non-baxter primary set and a non-baxter infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.